Manufacturer narrative:
The baxter technician found the pcb needed to be replaced. The total care bariatric bed and total care bariatric plus therapy system require an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance.preventative maintenance will minimize downtime due to excessive wear. Test the bed function controls for proper operation of the function and momentary operation. Test all lockout controls and individually check for proper operation. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in feb 18, 2026. It is unknown if the facility performed any other preventative maintenance on this bed.

Event description:
Baxter received a report that tc bariatric plus w/ air the head of the bed will not rise up. There was no patient/user injury, medical intervention, symptom, or adverse event reported.